Manufacturer narrative:
It was not possible from the field identify if the impactor handle is from the lot 174253 or from the lot 176998 (both set available during surgery contained the impactor handle). For this reason the document review has been done on both the possible lots. Batch review performed on 27 november 2017: lot 174253: (B)(4) items manufactured and released on 13 july 2017. Expiration date: 2022-06-20. No anomalies found related to the problem on mat22008. To date, (B)(4)items of the same lot have been already sold without any similar reported event. Lot 176998: 20 items manufactured and released on 11 october 2017. Expiration date: 2022-10-02. No anomalies found related to the problem on mat16745. To date, 15 items of the same lot have been already sold without any similar reported event.

Event description:
The impactor handle tip broke off in the keel punch a secondary instrument was used to remove the keel punch from the patient. There was a short delay of approximately 2 minutes. The surgery was completed successfully.